Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via healthcare provider (hcp) regarding a patient with an implanted infusion pump receiving baclofen (lioresal) concentration 2000 mcg/ml and dose 130 mcg/day. It was reported that during normal eos pump replacement, irregularities were noticed at the pump connector. Upon further exploration the catheter seemed to be weak in places and was determined to be no functional/not patent after multiple attempts at aspiration. The cause was unknown. The entire catheter was replaced. The issue was resolved at the time of the report. The patient status is alive no injury.